Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the patient experienced freezing, festination phenomenon, and small steps. The diagnostic methods included an examination on (B)(6) 2017 that resulted in the identification of the event. The etiology was noted as related to the device/therapy, not related to the implant procedure, and not due to programming. The patient's most recent reprogramming/device interrogation date prior to the event was on (B)(6) 2016. The actions/interventions taken to resolve the event included reprogramming the implantable neurostimulator (ins) on (B)(6) 2017; the event resulted in an in-patient hospitalization and an unscheduled clinic or office visit. The event was considered resolved without sequelae on (B)(6) 2017. No further complications were reported/anticipated.

Event description:
Additional information received from the hcp clarified that the issue was related to gate freezing. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was updated that the issue was resolved without sequelae on (B)(6) 2018.

Event description:
Additional information received from the hcp clarified that the reason for hospitalization was a visit for another protocol. No further complications are anticipated.